Manufacturer narrative:
This investigation will be updated should additional information be provided.

Event description:
Approximately 3.5 months later, the patient presented to an emergency room after receiving several shocks and was externally rescued at some point. Device interrogation showed a fault code for an open electrical circuit and a high out-of-range shock impedance measurement recorded during one of the shock-delivery episodes. A boston scientific technical services consultant (ts) advised that the lead likely was fractured and that the device may not be able to deliver shock energy to the patient's heart.

Event description:
Boston scientific received information that this device and another manufacturer's right ventricular (rv) defibrillation lead were associated with a remote monitoring alert for a high out-of-range shock impedance measurement. No adverse patient effects were reported.